Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported pain. Based on the investigation finding, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.